Event description:
It was reported that a safety failure occurred before use with a bd ultrasafe passive needle guard syringe. The following information was provided by the initial reporter, "during ipcs, we performed activation test. One ultrasafe was not locked after being activated."

Manufacturer narrative:
H.6. Investigation summary: neither photo nor sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Conclusion: based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a safety failure occurred before use with a bd ultrasafe passive needle guard syringe. The following information was provided by the initial reporter, "during ipcs, we performed activation test. One ultrasafe was not locked after being activated."